Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed ammonia result is unknown. The instrument is performing within specifications.no further evaluation of the device is required.

Event description:
A falsely depressed ammonia result was obtained on a patient sample. The result was not reported to the physician. The same sample was repeated on the same instrument system and a higher result was obtained and reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed ammonia result.